Manufacturer narrative:
Journal name: world journal of cardiology authors: georgios tzanis, maria bonou, nikolaos mikos, smaragda biliou, ioanna koniari, nicholas g kounis, john barbetseas. Title of article: early stent thrombosis secondary to food allergic reaction: kounis syndrome following rice pudding ingestion. Literature reference: doi: 10.4330/wjc.v9.i3.283 year: 2017 issue #:9. If information is provided in the future, a supplemental report will be issued.

Event description:
Coronary angiogram revealed occlusion of the mid lad and was stented with a resolute integrity drug eluting stent. Patient remained asymptomatic and was discharged. Four days later, patient presented with rash all over his body and complained of chest pain. Allergy testing revealed allergic reaction to greek rice pudding and was treated with medication. Angio revealed stent thrombosis with lad occlusion. Patient underwent thrombus aspiration followed by implantation of a drug eluting stent. Patient recovered.